Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nh79, implanted: 2014-(B)(6) product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient experienced inability to void, was catheterized and was voiding 400cc with catheter. The catheter was removed this morning and they have unsuccessfully attempted to have the patient void three times since. It was indicated the reporter used the patient programmer, pushed a button to help the patient void but the process did not seem to be working for the patient. It was noted that the patient¿s managing health care provider (hcp) did not order the catheter and did not want the patient to be catheterized. As of the day of this call hcp notified manufacturer representative about the catheter but not clear that there was an issue on that day because the patient was voiding at that time with the catheter placed .the hcp stated that the patient stopped voiding following the catheter removal on the morning of this call. It was noted that the patient was not drinking enough fluids. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.